Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly "on (B)(6) 2008, the pt received a left hip prosthesis. It is further alleged that, "on (B)(6) 2009, the pt was experiencing pelvic and left hip pain and was walking with a cane." It was further alleged that, "an examination found that the left hip appeared to be loosening." It was further alleged that, "on or about (B)(6) 2010, the pt underwent left hip revision."